Event description:
Caller reported that the cartridge was not fitting properly on the pump as it was not fully snapped in. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to clean the pneumatic area, remove the o-ring, and discard the defective cartridge. The caller was assisted in filling and attaching a new cartridge, ensuring it clicked into place.